Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty temperature sensor. System operates as intended.

Event description:
Customer reported the system was displaying a "housing hot" error, and was inoperable before a case. No pt injury was reported.